Event description:
We have been informed that during phaco procedure, when the priming was completed, the foot-pedal battery was on 100% charged. Before the dr could begin sculpting, the foot-pedal was non-responsive. No report that actual patient harm has occurred, however due to the reported event, surgical procedure was prolonged 30 minutes.

Manufacturer narrative:
The device will be returned but is not accessible for investigation yet. The investigation will be continued when the device is available for examination. (Several product reminders are sent to receive the product for investigation.)

Manufacturer narrative:
Unfortunately, since the involved pedal was not returned, and no logfiles or pictures or videos were provided for review, it was not possible to determine the root cause of the reported complaint. The risk identified is included in the risk management documentation. No corrective or preventive actions will be implemented as a result of this incident. Trend analysis indicates that the product is performing within anticipated rates. Complaints will be closely monitored to identify any significant adverse trends. All similar incidents related to the eva surgical system are included in the analysis (fp-defect-*). Since 2020 more than (B)(4) surgeries have been performed with the eva surgical systems installed. Please note that the failure code fp-defect-* will not always lead to a prolonged surgery. Please note that while the 2023 incident numbers are up to date, the 2023 installed base figures are from april 25th 2023. As in general the installed base increases, the actual number of devices in the market most likely is slightly higher.

Event description:
We have been informed that during phaco procedure, when the priming was completed, the foot-pedal battery was on 100% charged. Before the dr could begin sculpting, the foot-pedal was non-responsive. No report that actual patient harm has occurred, however due to the reported event, surgical procedure was prolonged 30 minutes.

Manufacturer narrative:
The complaint is under investigation.

Event description:
We have been informed that during phaco procedure, when the priming was completed, the foot-pedal battery was on 100% charged. Before the dr could begin sculpting, the foot-pedal was non-responsive. No report that actual patient harm has occurred, however due to the reported event, surgical procedure was prolonged >30 minutes.